Event description:
Home patient (hp) contacted baxter's technical service center (tsc) requesting help setting up the pt's supplies to perform the pt's automated peritoneal dialysis (apd) treatment on a homechoice machine. Reportedly, the homechoice machine was at "load the set", and hp already had the supply lines of the homechoice set connected to the supply bags along with the patient line of the homechoice set already connected to hp's transfer set. Tsc explained to hp that the pt should not be connecting the homechoice set to anything until advised to do so by the homechoice machine. Hp informed the tsc that hp has has been connected to the homechoice set during prime for the past 3 months without any problems. Tsc directed hp to disconnect the patient line of the homechoice set from hp's transfer set using sterile technique in order to prime the setup, however, hp refused to follow instructions. After making multiple suggestions on how to proceed hp remained non-complaint. Per rn no patient injury or medical intervention was associated with this incident.